Manufacturer narrative:
Log file evaluation performed by the manufacturer confirms the reported behavior: the supervisor function detected a sporadic loss of the signal from the sensor that monitors the pressure inside the cylinder of the piston ventilator. To protect the patient from potentially hazardous output the device is designed to shut-down automatic ventilation and to post a corresponding alarm to alert the user. Manual ventilation with the built-in breathing bag remains possible; the monitoring functions are still available as well. It could not be determined by log file analysis what the exact root cause for the sporadic signal loss of the sensor was. Dräger finally concludes that the workstation responded as designed upon the deviation. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that a "vent fail" occured during operation. No injury was reported.

Event description:
It was reported that a "vent fail" occured during operation. No injury was reported.

Manufacturer narrative:
The investigation was just started. The result will be forwarded in a follow up report. H3 other text : on-going